Event description:
It was reported to philips that the device failed its operation control test. There was no report of patient involvement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The external paddles and 50 ohm kit were found to be faulty. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty external paddles and kit 50 ohm parts, however, the customer didn't accept the service price offer for parts replacement repair. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.